Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin. The caller reported that the hcp changed and saved her bolus settings. The next morning the patient noticed that the bolus setting's had unintentionally gone back to the original settings. The patient experienced low blood glucose.